Event description:
It was reported that multiple malfunction alarms occurred. The pump was reset and the alarm was cleared. Insulin delivery was resumed. There was no reported adverse impact to customer's blood glucose.